Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations and not pacing when expected. The lss was noted to have been due to high out of range pacing impedance measurements that were greater than 2000 ohms. Technical services (ts) was contacted for further review of the presenting electrogram (egm). Upon review, the egm showed no noise episodes recorded even while in unipolar configuration. Ts discussed possible causes and recommended further lead evaluation. At this time, no adverse patient effects were reported. This rv lead remains in service.